Event description:
Boston scientific crm received information that this left ventricular lead was attempted, however due to high out of range impedances of 2700 ohms tested through the pacing system analyzer, the lead was not used. No adverse patient effects were reported.

Manufacturer narrative:
The lead was attempted, but not used. Should this lead get returned, it would be analyzed and this event would be updated.